Manufacturer narrative:
Per the additional information received, the patient underwent a valve-in-valve procedure, with a 26mm sapien 3 valve which was successfully implanted. Additional information was not provided. Per the instructions for use, valve regurgitation is a potential adverse event associated with bioprosthetic heart valves and the tavr procedure. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration, including calcification, non-calcific degeneration, leaflet thickening or fibrosis, or a combination of these. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. In this case, the cause of the reported moderate-to-severe pvl and intravalvular leak observed 3 years post deployment of the sapien valve cannot be determined. There is insufficient information to determine if the event was related to a device malfunction. Patient factors that may have contributed to the worsening aortic regurgitation are not provided. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
Investigation of this event is ongoing.

Event description:
Three years post deployment of a 26mm sapien valve in the native aortic valve, the patient was reported to have moderate to severe paravalvular leak (pvl) with some intravalvular leak as well. The patient is symptomatic and will be scheduled for a valve-in-valve at a hospital different from the implanting facility.